Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported a leak between the texium and the secondary IV tubing during an unspecified infusion of chemotherapy.

Event description:
The customer reported a leak between the texium and the secondary IV tubing during an infusion of cytarabine. There was no report of patient or user harm. The event occurred inpatient bmt unit.